Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose. The customer mentioned that he was hospitalized due to non-diabetes related. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's blood glucose was 345 mg/dl at the time of call. The customer reported that he treated the high blood glucose with manual injections. The customer stated that he had low blood glucose around 50 mg/dl and he treated with food. The insulin pump will not be returned for analysis.